Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. The customer was not calling back after installing a new battery, monitored the pump for 2 hours and frozen display was recurred. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
S/w unknown retainer ring = black case type = ngp prime customer returned pump for an alleged frozen screen and missing segment/partial display found on (B)(6) 2023. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Pump received with a constant blank flashing white light on the display. Unable to verify frozen screen and missing segment/partial display and perform the self test, sleep current measurement, active current measurement and displacement test due to constant blank flashing white light on the display. Pump was cut open to perform visual inspection and found no moisture damage on the pcb 1, pcb 2, 40 pin flexible printed circuit/lcd, internal battery and battery tube during visual inspection. The test lcd was installed in the original pcb 1, pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no constant blank flashing white light on the display noted. Peeled off the lcd foam tape and found cracked lcd controller during the visual inspection. Customer alleged was confirmed for constant blank flashing white light on the display due to cracked lcd controller. Unable to verify frozen screen and missing segment/partial display due to constant blank flashing white light on the display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.